Event description:
During conversation with a home pt's nurse regarding an unrelated report, baxter's product surveillance department was notified that the home pt experienced a peritonitis episode in march. Reportedly, the home pt was diagnosed with peritonitis in 03/2005 and was treated with cefazolin and gentamicin. The nurse reported that she suspects the root cause to be poor aseptic technique on the part of the home pt or an error in capping due to the home pt's poor vision. The nurse concluded that the home pt had recovered from the infection based on follow up labwork. No hospitilazation was required for this adverse event.